Event description:
The hcp reported that the pump was explanted after an implant duration of 17 months. The reason given for explant was "chronic pain". A follow-up report will be sent if additional information becomes available to co.